Event description:
In 2007, a clinical incident involving a ultravac arthrowand was reported to arthrocare corporation. Following an arthroscopic procedure of the shoulder, it was reported the tip of the arthrowand detached and remained in the patient's shoulder. There are no plans to remove the fragment. No reported complication or injury.

Manufacturer narrative:
The device was returned for evaluation. A visual examination and functional testing of the device was performed. The visual inspection confirmed the adhesive around the spacer and the cap from the tip of the wand was missing. The cap also appeared cracked and burned. The functional test of the wand confirmed the wand activated properly in saline. The root cause of the detachment of the tip of the wand and damage to tip of wand was not determined.